Event description:
The patient had primary surgery using competitor implants. On (B)(6), 2026, the patient was revised to medacta gmk-hinge implants. Presently, on (B)(6), 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout, I&d, and revised the gmk-hinge insert 23mm to a same size insert and revised the gmk-hinge 23 mm post extension to a same size post extension. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 april 2026 gmk-hinge 02.09.0223h gmk-hinge tibial insert - size2 - 23 mm (k130299) lot 2310519: (B)(4) items manufactured and released on 27-sep-2023. Expiration date: 04-sep-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-hinge 02.09. He23 gmk-hinge post extension 23 mm -tinbn coated (k210010) lot 2300531: (B)(4) items manufactured and released on 02-may-2023. Expiration date: 16-apr-2028. No anomalies found related to the problem. To date, 4 items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.